Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coi l-soaped bardware embedded within the lumen of the proximal fallopian tube,') in a 23-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included abnormal uterine bleeding, endometrial disorder, paratubal cyst, uti, pelvic pain and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy,hysteroscopy with polypectomy,laparotomy,d andc). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices with fallopian tube occlusion. Pathology test - on (B)(6) 2018: a. Posterior polyp, excision: proliferative endometrium. Negative for hyperplasia or malignancy. B. Cervix, 11:00, excision: benign cervix and endocervix. Negative for dysplasia or hyperplasia. C. Endometrium, curetting: proliferative endometrium. Negative for hyperplasia or malignancy. D. Fallopian tube, right, tubal ligation: complete transection. E. Fallopian tube, left, tubal ligation: complete transection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received-event medical device removal updated to embedded device. New reporter, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.